Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information it cannot be confirmed that this complaint is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through a final visual inspection for catheter tube integrity and leaks inspection. The IFU was reviewed and it indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter".

Event description:
As reported, during use in patient, this fogarty embolectomy catheter guidewire did not pass through the catheter, despite having the right size. There was no allegation of patient injury. As per device evaluation results, the catheter body was found broken into two pieces. Patient demographics unable to be obtained.

Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full examination. The report of "guidewire not passing through the catheter" was unable to be confirmed. Catheter body was broken. Cross surface of broken section appeared uneven and rough. The catheter body appeared to match at the broken region. No other visible damage was observed from catheter body. The returned stylet was passed from tip to hub and from hub to tip and resistance was not felt. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.